Manufacturer narrative:
Not returned. Upon receipt to the post market quality assurance laboratory, this device will undergo analysis. Should add'l info become available, this event will be updated.

Event description:
Boston scientific crm received info that this "device" passed away suddenly. The death was unwitnessed. It was unk whether the death was related to this device. The device will be returned for analysis.